Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing. Programming changes were performed to resolve the issue. The patient condition was stable and discharged.